Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual and tactile examination of the guide wire lumen showed that there was a break in the lumen at 3cm from the tip of the catheter. A .014 diameter guidewire was inserted into the device the wire went through the hole in the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 24 aug 2015. It was reported that the device was unable to be loaded on the guide. The spiroflex angiojet thrombectomy set was use to successfully clear the first area of thrombosis. The catheter was removed and the physician attempted to use the device to treat another area, however was unable to be re-feed the wire through the catheter. No patient complications were reported and the patient status is stable. However, analysis revealed a break in the guidewire lumen.